Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 202 mg/dl at the time of the incident. The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened button dome switches. No unlock on lcd keypad connector noted. The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with a cracked display window, cracked battery tube threads and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.